Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that at 12:50 on (B)(6) 2017, they could smell a burning electrical smell from the monitor in bay 4. While investigating, there was a loud bang and a spark and a nurse received a mild electric shock from the monitor. The nurse's left hand was touching the monitor at the time the shock was heard and also felt. The spark was seen by a witness who was also trying to investigate the "electronic smell" coming from the monitors' location. This incident was also witnessed by a patient who saw and heard it all from the opposite bay. The device was in clinical use the time of the event. There was no patient harm reported. A customer nurse received a mild shock, but did not require any treatment.